Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # p56k5d. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged and the anvil and anvil tip were noted to be detached. The device was received with a reload loaded in the device. The reload was returned unfired and with the swing tab in the locked position. This condition is consistent with an improper loading technique. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the surgeon used this in duodenum transaction, blade proceeded but tissue remained in the proximal side, so surgeon used another device and could finish the operation.